Event description:
The customer reported that the vertical lift column was stuck in the up position on the 8800 system. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an onsite investigation. The power supply was replaced. No further service info was provided.